Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that a customer contacted the rep with questions about a patient with an intrathecal pump. In the email, the customer stated that they had a patient with an intrathecal pump whose upper part lifted slightly, although it appeared to be well secured on the sides and the lower part. However, when she stood up and contracted her abdominal muscles, the pump lifted and the patient pushed it back into place. The patient had already been to the operating room once because the sutures became loose, and after a short time it happened again, although it did not move as much now. A standing telemetry x-ray had been performed and the pump appeared tilted forward, almost as if it were parallel to the floor. In july, the patient was scheduled for magnetic resonance imaging (MRI), and the radiology department was asking the doctor to reposition the pump, as they believed it should be in a vertical position and they had placed it horizontally. The doctor stated that their understanding was that the pump should be parallel to the z-axis, not perpendicular, during MRI. It was stated that when the patient was lying down, the pump was horizontal, fully resting on the musculature. Given that it had this movement, which was very evident on the x-ray, the hcp asked if this contraindicated the MRI and could the pump move during MRI? The hcp further asked if the patient could undergo the MRI without surgically re-positioning the pump.